Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis investigation was confirmed but not replicated the customer reported complaint. The usm was tested on an in-house system and triggered no errors. The usm was also tested on the patient side cart (psc) fixture test platform (pfpt) and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. The system logs showed an error 25745 with a p2 value of 0x2, which pointed to instrument clutch switch.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, an intuitive surgical inc. (Isi) clinical sales representative (csr) reported from outside the hospital that the staff was encountering an issue with one of the universal surgical manipulator (usm) clutch buttons not responding. The isi csr was not sure of which but stated that there were no errors present. The isi technical service engineer (tse) viewed system event logs and noted an unstable instrument clutch button on the usm 4. The isi csr stated that the staff was converting to a laparoscopic procedure. The procedure was converted to laparoscopic with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the ports were placed when the issue was identified. The system functionality was checked upon powering up and it initially did power on without errors. The customer tried to unload and reload the instrument, hit emergency stop, and power cycle the system. The system did not create a fault so there was no option. The communication error did not result in anything beyond the arm being nonfunctional. The surgeon completed the last step laparoscopically. The same ports were maintained, and the patient tolerated the change. No patient injury reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.